Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low pacing impedances on the right ventricular (rv) lead, measuring 260-280 ohms. A lead insulation breach was suspected. A revision procedure was performed and this rv lead was explanted and replaced. It was noted the patient had a myocardial infarction (mi) a few months ago and had a lot of scar tissue. The ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported possible insulation breach and low impedances.

Event description:
This supplemental report is being filed as the device evaluation was completed.